Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had nausea and stomach pain for the past three weeks. It was thought that the device might be the cause. Therapy impedances were within range, however, several electrode combinations measured impedances to be greater than 4,000 ohms. The electrode combination being used was within range. Additional information has been requested, a follow up report will be sent if additional information is received.